Event description:
It was reported the patient underwent a left knee revision approximately thirteen months post-implantation due to pain.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01576. Concomitant medical devices: unknown tibial insert: catalog#: ni, lot#: ni; tinbn vg int ps anat fm l 70mm: catalog#: 183132tnbn, lot#: 3560859. Foreign source: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item [item#: 185204] and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.